Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the results of the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed; the black tip had come loose from the scope and was lying freely in the patient's bladder and it was ¿fished out¿ using forceps. In addition, the following reportable malfunctions were identified during the device evaluation: the tip of the insulation insert has broken off in its entirety. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tip of the insulation insert has broken off in its entirety where the most probable cause is not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the therapeutic transurethral resection of bladder tumor procedure, it was noted that the black tip had come loose and was lying freely in the patient's bladder; it was then ¿fished out¿ using forceps. No injury to the patient was made and no diagnostic imaging was performed. There were no further reports of patient harm.